Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced tachycardia (135bpm), after an unspecified surgery in which floseal was used. It was reported the patient experienced excessive bleeding during the surgical procedure; however, no complications were reported. It was reported the surgeon had ¿infiltration of 1/100,000 adrenaline solution with ropivacaine on site¿, (no further details provided). It was reported the event prolonged the patient¿s hospitalization period. At the time of this report, the patient remained hospitalized and was stable. No additional information is available.

Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.